Event description:
It was reported that the intermittent catheters were completely dry when they should have some lubrication. Per additional information received via email on 03aug2022, customer stated that it was the one lot and took catheters from two of the packages that were without any lubrication in them. Per follow up via phone on 04aug2022, it was reported that the packages were arrived unsealed and the patient insisted that the packages arrive with at least a safety seal. Patient initially got into an accident and blood was involved which was why the patient went to using the intermittent catheters. Patient had one package arrived with several catheters that did not belong and caused discomfort as they used the wrong one upon insertion. Others have arrived with little to no lubrication and were mostly dry. Patient felt it was a manufacturing issue. Per additional information received via email on 09aug2022, the patient stated that (B)(6) should be returning six boxes of the batch# jugr9048 and the patient marked 'x' on the two boxes where they used dry catheters (batch# jugr9048). The patient was forwarding several open or unused catheters in the plastic bag and they slit one of the sleeves, there was not even a drop of lubrication within. It was stated that photos provided at last was related to the issue in march. The patient was bludgeoned (spurt of blood) on use by the straight catheters that were mixed in the coude catheter box in error. It was also stated that, because the injury and scarring did not get a chance to heal with continual catheterization, the patient was needed to see an urologist who put them on a foley catheter for a week to repair. The batch# for the box of 14 fr magic 3 go reference # 50814g was judv0178 with expiry 2022-07-31. The inserted other straight catheters were 53814g, batch# jueto748 with expiry 2023-06-28. The patient broke down the box to include in our box and only had a few left of the approximate 12 to 15 in the box. It was stated that another batch# sent to the patient by (B)(6) for the 53814g, jugr11143 with expiry 2025-03-28 are fine and they had not tried jugq0943 with expiry 2025-03-28 yet.

Manufacturer narrative:
The reported event is inconclusive as the evaluated representative physical samples meet specification and the condition of the original used sample is unknown. Although an exact root cause could not be determined a potential root cause could be operator error. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as it would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were completely dry when they should have some lubrication. Per additional information received via email on 03aug2022, customer stated that it was the one lot and took catheters from two of the packages that were without any lubrication in them. Per follow up via phone on 04aug2022, it was reported that the packages were arrived unsealed and the patient insisted that the packages arrive with at least a safety seal. Patient initially got into an accident and blood was involved which was why the patient went to using the intermittent catheters. Patient had one package arrived with several catheters that did not belong and caused discomfort as they used the wrong one upon insertion. Others have arrived with little to no lubrication and were mostly dry. Patient felt it was a manufacturing issue.